Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The field service engineer (fse) went onsite to perform troubleshooting. The fse reported that the customers reported problem could not be duplicated. The fse performed an external and internal visual inspection of the unit, checked for loose wires and tubing but found no issues. The fse also performed an inspection of the overlay power switch, and found no abnormalities. The fse replaced the overlay power switch assembly as a preventive measure. After, the fse performed touch screen calibration and the device passed the performance assurance test.

Event description:
The customer reported that the unit turns on by itself. The device was not in clinical use at the time the issue was discovered.